Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a pouchoscopy procedure, the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon popped before 6 atm was reached. The procedure was successfully completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.